Manufacturer narrative:
Additional information has been requested and if received, will be reported on a supplemental report.

Event description:
(B)(6) 2010, the patient underwent the surgery with the g3 mail and u-lag screw. Afterwards the surgeon found through the x-ray that the lag screw had been cut out from the femoral head and the u-blade was bending. Therefore, the patient underwent extraction surgery of the lag screw on (B)(6) 2011. During extract surgery, when the surgeon extracted u-blade, the two blades broke at the base. The surgeon did not use adapter in this extract surgery.